Event description:
The initial reporter stated they received discrepant results for one patient sample (sample ID: (B)(6)) tested with elecsys ft3 iii (ft3 v1) and elecsys ft3 iii version 2 (ft3 v2) on a cobas 8000 e 801 module used for investigation. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover the elecsys ft3 iii version 2 assay (ft3 v2). Please refer to the mfg report number 1823260-2019-01368 for information related to the elecsys ft3 iii assay (ft3 v1). The sample was initially tested on the e 801 analyzer on (B)(6) 2021, resulting in a ft3 v1 value of 6.11 pg/ml (reference range = 2.2 - 4.3 pg/ml) and a ft3 v2 value of 6.42 pg/ml (reference range = 2.2 - 4.3 pg/ml). The sample was repeated on a siemens centaur analyzer, resulting in a ft3 value of 1.8 pg/ml (reference range = 2.2 - 4.1 pg/ml). The serial number of the e 801 analyzer is (B)(4). Ft3 v2 reagent lot number 51596801, with an expiration date of 31-mar-2022 was used on this analyzer.

Manufacturer narrative:
Na.

Manufacturer narrative:
Further investigations of sample ID (B)(6) determined that the sample recovers a ft3 v1 result above the normal reference range. Both ft3 v1 and ft3 v2 generated similar values. It was determined the sample did not contain an interfering factor against the streptavidin component of the assays, nor does it contain an interfering factor against the idiotype of the monoclonal antibody used in the ft3 v1 assay. The differences of the ft3 values, generated with the different analyzers, cannot be explained with the available methods and the current state of the art. The investigation could not identify a product problem.